Event description:
It was reported that during the implant procedure the 0.014 wire would not flow through the lead without causing the lead to twist and kink. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.